Manufacturer narrative:
(B)(4). Date sent: 11/03/2015. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when a product of competitor was used to anastomose next to the atw45, was the atw45 locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? When the product of competitor was used to anastomose next to the atw45, the atw45 was still locked on tissue with jaws closed. During the procedure, they did not open the jaws. Instead, the surgeon used a product of competitor to anastomose beside the atw45. That means the surgeon added a new staple by the competitor¿s product beside the original incomplete staple line by atw45. So the device was removed with the jaws still closed, also the tissue was between the jaws.

Event description:
It was reported that during a laparoscopic right upper lobectomy, at the first firing, after firing half the distance, the device could not fire any farther. A competitor product was used to anastomose next to the device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53e0f. The analysis results found that the atw45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 3/4 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.